Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, eight centimeters of the control wire detached with the clip in the bowel. The control wire was successfully retrieved with the use of a snare. The procedure was completed with this resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). No failure detected; the alleged detached wire was not part of a resolution clip device. A visual examination of the returned device noted that a 6 1/2 inch wire of unknown origin was returned with the device and is not related to the resolution clip device. A functional evaluation was performed and the clip assembly was actuated and deployed, two distinctive clicks were heard. The clip prongs were not able to open within specification and the clip arms were bent. A kink in the control wire was noted. A 6 1/2 inch wire of unknown origin was returned and is not related to the resolution clip. Therefore, the most probable root cause for this complaint event is caused by other device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, eight centimeters of the control wire detached with the clip in the bowel. The control wire was successfully retrieved with the use of a snare. The procedure was completed with this resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.